Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.